Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that no telemetry could be established with the device. The device was not responding to magnet or programming head. The device is still in use. No patient complications have been reported as a result of this event.